Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that mr. Was undertaking a trident accolade thr on tuesday (B)(6) 2020 when they attempted to implant the liner but it would not seat properly. It allegedly appeared too large for the shell. Customer said, after checking the item in the box, they can confirm that it is stamped with the same information as on the outer box. Customer then opened another box of the same size, it fitted correctly and the operation was completed. The implant in the two boxes were visibly of different sizes. Update: "the scrub nurse believes there was approximately a 5-10 minute delay whilst the insert was checked and an alternative one was obtained from the storeroom."